Event description:
It was reported that the one of the prongs of the threaded inserter broken off in the pt during insertion. The broken piece was retrieved. No pt injury was reported.

Manufacturer narrative:
(B) (4): visual examination confirms the superior tang is broken off. Microscopic examination of the fracture surface suggests a fairly brittle fracture, with no indication of fatigue. The direction of fracture initiation is consistent with failure due to sharp corner at the base of the inserter tangs resulting in stress concentration and failure during usage. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.